Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction and no adverse impact on the customer¿s blood glucose level. The customer¿s pump, identified under a specific malfunction code, was included in a field correction, and since the issue was non-resettable, technical support was tasked with replacing the pump. Technical support arranged for a replacement pump to be sent, instructed the caller on managing the return of the faulty pump, and advised them to reprogram their settings and connect their cgm to the new pump. The customer confirmed understanding of all instructions and will use multiple daily injections as backup therapy to ensure continued insulin delivery.